Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that an occlusion alarm occurred. A new cartridge was loaded to address the occlusion alarm; however, a cartridge alarm 1 occurred. Blood glucose was 261 mg/dl. Reportedly, a new cartridge was loaded to address the event.